Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that during use 3 tubes clotted and the stoppers flew off of tube with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the tube cap was taken off and then placed back on by the lab. They had to rim out a clot. When they ran the centrifuge, the top flew off and blood landed on the lab tech's apron. Additionally, on (B)(6) 2020 the bd sales consultant provided the following additional information: was there multiple patients involvement? Yes if so, please provide the following information for each incident: are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) No. What is the product batch number(s)? Lot number is 0009467. Was there a tight seal when the tube was re-capped? Yes. What was the centrifuge time and speed? Is appropriate centrifuge bucket insert used? Yes, appropriate centrifuge bucket insert was used. The centrifuge speed was either 1397 xg for 7 minutes or 3000 xg for 7 minutes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use 3 tubes clotted and the stoppers flew off of tube with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that the tube cap was taken off and then placed back on by the lab. They had to rim out a clot. When they ran the centrifuge, the top flew off and blood landed on the lab tech's apron. Additionally, on 2020-05-22 the bd sales consultant provided the following additional information: was there multiple patients involvement? Yes if so, please provide the following information for each incident: are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) No. What is the product batch number(s)? Lot number is 0009467. Was there a tight seal when the tube was re-capped? Yes. What was the centrifuge time and speed? Is appropriate centrifuge bucket insert used? Yes, appropriate centrifuge bucket insert was used. The centrifuge speed was either 1397 xg for 7 minutes or 3000 xg for 7 minutes.